Event description:
It was reported that the CT lucia 621p lens was explanted due to capsular bag instability. Another zeiss lens was implanted to complete the procedure. The procedure was delayed 15-20 minutes while extracting and replacing the lens. No patient injuries were reported.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed by standard operating procedures and inspections and have met all criteria for release.